Event description:
Marquette, solar 8000m (ge) monitor stopped monitoring patient; screen went black; error message appeared on screen; biomed paged stat; patient placed on travel monitor. In the duration of downtime which started approximately one hour ago and ongoing now, patient was not able to be monitored by central monitor and patient had to be monitored continuously with direct observation. Patient on vasoactive infusion, ventilated, and arterial pressures monitored. Patient being paced dual chamber, rate, response (ddd) on external pacer for underlying 3rd degree block. Biomed stated they needed to replace the whole system.manufacturer response for patient monitor, physiological, solar 8000m (per site reporter).======================manufacturer sent questionnaire:when completing the questions in the problem solution field, do not leave any blank. Enter "n/a" for any question that is not applicable.what was the type of procedure? Monitoring.what interventions were required on the part of the clinician? They had to swap out the solar.what was the consequence to the patient? None.customer representative and role. Biomed.if patient use = yes & safety concern = potential or actual, the following questions need to be asked and answered: was this event noticed immediately? Yes.did any patients experience a mistreatment or delay of treatment related to this event? No.if applicable, how long was patient monitoring lost and for how many patients? Unknown.was alternate monitoring available? No.approximate date/time of failure: day of event around 10 am.received feedback from ge with confirmation that service request for technical assistance has been closed with no clear resolution.